Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tips were loose in the tip clamps in the reported problem area of pipette assembly. All of the tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.